Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer's blood glucose was high, specific value was not provided. Reportedly, the customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.